Event description:
A doctor was performing a surgical procedure in the main operating suite utilizing a valleylab model force 2 electrosurgical unit (esu) when the surgeon experienced an electrical shock and minor burn (approx 2mm diam ) on the knuckle. The esu was replaced along with the disposable grounding pad and disposable pencil with tip. A different esu was used to complete the procedure without any further incident. The malfunctioning unit with accessories was taken to the in-house biomedical engineering for examination and testing. Performance and safety tests were conducted and all equipment appeared to be functioning correctly. Since this result was inconclusive, the items were sent to the manufacturer for in depth testing and validation of facility's findings. Site was later notified that the manufacturer's service department discovered a stuck relay on the interface printed circuit board which was replaced. All other components tested good. The manufacturer's service department stated that this defect was a possible cause for the above mentioned problem. This defect was discovered by a "cross-coupling" test procedure. That procedure is now being added to facility's preventive maintenance tests. It was not previously mentioned in the service manual. The patient was not harmed by the malfunction